Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench and an anomalous connection in the hybrid was noted to be the cause of the power on reset. The anomalous connection was also believed to be the cause of the reported noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for follow-up after receiving a vibratory notification, noise was observed. Hv therapy was disabled pending further assessment. When the patient was brought in for further assessment, the device was found to be in backup vvi. The device was explanted and replaced. Patient was fine.